Manufacturer narrative:
Failed submission 6/2/2016. Correction: emdr was submitted originally under mfg report # 3004193189 2016-00038. Failed. Resubmitted 3004193489 2016-00038.

Event description:
Consumer's son called in to report the meter was not displaying all of the 88.8 in the lcd window; that the lower half of the third digit was missing. During evaluation it was discovered that the third digit is completely missing.

Manufacturer narrative:
Failed submission 6/2/2016. Emdr was submitted originally under mfg report # 3004193189 2016-00038 - failed. Resubmitted 3004193489 2016-00038.